Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733320rpend, serial/lot #: unknown. A system checkout was conducted. The issue was confirmed and unable to be resolved. The likely cause was contributed to the electromagnetic emitter. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site had issues verifying there straight suction. Other instruments were able to be verified during the clinical case. The issue caused a 5 minute or less delay in the case. Additional information received on 2-july stated that the system checkout could not recreate any issues. All the instruments were able to verify and none of the straight suctions at the site were damaged. All worked properly. The lot number(s) could not be obtained because the site has numerous trays and they did not separate the suction reported. The likely cause of the issue was due to the set up and the trackers being too far away from the emitter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the system had been utilized in several cases since the incident.

Manufacturer narrative:
Patient demographics were not available from the site. If information is provided in the future, a supplemental report will be issued.